Event description:
It was reported that the right atrial lead exhibited increasing thresholds and intermittent capture. The physician believed that the lead helix may have caused a micro perforation in the lateral wall of the atrium. The lead was successfully repositioned and the micro perforation closed. A pericardial effusion did not occur.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.